Event description:
One pt urine sample with initial negative results for blood and leukocytes. The sample was retested six times giving results of 250 ul for blood each time, and 25 ul for leukocytes for the first repeat, then resulted at 100 ul for leukocytes each time. Erroneous results not reported. The instrument was returned for investigation, no root cause could be identified. Performance tests were performed which were within specifications.